Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with missing display window cover. Unit received with peeling keypad overlay. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump was received with fading serial number label. Unit received with all buttons responding properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the keypad on the insulin pump has become loose. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.